Manufacturer narrative:
The product code was reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse fentanyl drip and failed to detect a slightly clamped roller clamp during therapy. No upstream occlusion alarm was generated. The patient became agitated and the nurse realized that the fentanyl drip bottle was still full (50mls) approximately twenty hours after it was hung. The infusion was discontinued. The patient outcome was not reported. No additional information is available.